Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device was noisy related to CPAP device's sound abatement foam. A device was returned to a third-party service centre in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed and compliant was confirmed. There was one error code found. The third-party service centre concludes that there was visible foam degradation and unit was scrapped.